Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing tenderness while moving and pain near the lead site. The patient underwent a procedure wherein the ipg was explanted and that the patient was doing well postoperatively. The explanted ipg was discarded by the facility.